Manufacturer narrative:
This problem is known. We have adapted the vitrectoom body, making it no more tears, so that no air can come in vitrectoom what causes bubbles. Air bubbles found near cutter port, would lead to infection. Hence concluded as reportable, and possible harm may include injury by microbial, viral or prion infection (patient harm). No sample was returned, therefore unable to confirm this complaint. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4) details of this activity were discussed with cdrh office of compliance (B)(6) during a tele-conference on (B)(6) 2017. All available information has been provided. This complaint has now been closed

Event description:
A report has been received of an incident that occurred in (B)(6). Air bubble came out from the cutter port. Since we need to report the reason of this problem to the doctor, your prompt action would be greatly appreciated. There is no further information. All has been disclosed.